Event description:
It was reported that during implant, the lead helix had been deployed and could not be retracted. The stylet was also unable to insert on the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal connector pin was bent. Visual examination indicated that the lead had been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.